Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Patient reported "rupture, capsule contracture baker grade unknown, "pain is intense", "faulty implants that have costed me so much in health" and "still chronically ill". The device remains implanted. This record is for the right side.